Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly, customer's blood glucose (bg) level was above 500 mg/dl. Manual injections were administered to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
It was reported that the battery gauge was observed to be intermittently fluctuating which resulted in the pump intermittently shutting down.